Event description:
During a left atrial appendage occlusion procedure, the physician was attempting to advance the acunav volume 4d ice catheter through ias (interatrial septum) for imaging in the la (left atrium), she experienced significant difficulty trying to cross the ias with the 4d ice catheter. After attempting for ~5 minutes, she stopped using the 4d ice catheter and switched to the 8f acunav 2d ice catheter. Immediately upon entering the ra (right atrium) with the 2d ice catheter we noticed a significant pericardial effusion (fluid around the heart) which required emergent intervention. Dr. Coylewright swiftly performed a pericardiocentesis to drain the fluid. After the patient was stabilized, physician informed siemens that she believes a perforation occurred and that it was potentially caused by our catheter. It was confirmed that the patient remains stable with no recurrence of the pericardial effusion.

Manufacturer narrative:
An investigation is ongoing and the report will be supplemented after the results are available. Reference (B)(4).

Manufacturer narrative:
In this case, the acunav volume catheter sn (B)(6) was returned and analyzed by engineering. A review of the manufacturing record found no non-conformances. A small kink of 3.5 inches from the distal tip was observed during the visual inspection test, which is not related to the reported incident. The catheter passed the visual inspection test, manufacturing acoustic test and x2ng sensitivity is within specification. The acoustic data (including miswire) was found to be within specifications. The catheter was confirmed to be performing to its specifications. Thus, engineering found no trouble with the catheter and therefore is unlikely to have caused or contributed to the reported incident. Reference# (B)(4).